Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. A scratched lcd window and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics were called to assist customer at home. The blood glucose reading was high when the paramedics arrived. Caller stated that the customer's insulin pump was not working correctly and it was alarming button error. Nothing further was reported.